Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided; however, one (1) photograph was submitted for evaluation. A review of the photograph as well as the reported incident were conducted, and based upon the photograph the end of the luer slip of the patient connector was observed to be broken off. The patient connector is composed of two molded components, the luer slip and the spin lock. Detachment was not observed based upon where the luer slip appeared to have broken off. In addition, the event description stated that there was difficulty attaching the patient connector during therapy. Based on the photographic evidence the defect reported was not confirmed to be related to the manufacturing process. A review of the device history record (DHR) was performed for the reported lot numbers and no abnormalities or non-conformances were noted during the in process or final product inspection. Additionally, the retained units were evaluated and passed the internal testing we will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: continuous issues with bloodlines not passing the machine test, as well as an incident where a lock came off the venous line. No injury reported.